Event description:
The customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
The service rep found cathode hi-voltage end at hi-voltage tank, swollen and tank well is cracked and has oil inside. The rep ordered parts. He removed and replaced hi-voltage tank, hi-voltage cable and igbt/ snubber pcb with insulators. Perform filament calibration. Checked operation. Machine works as intended.